Event description:
The customer reported that an unknown number of unidentified spectrum pumps display false air-in-line alarms while infusing vancomycin. There was no patient injury reported. No further information was available.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). No additional information was able to be obtained. The involved devices were not identified. If additional information and devices are obtained. An investigation will be initiated and a supplemental report will be submitted.